Manufacturer narrative:
Field service representative (fsr) performed troubleshooting and observed that the power entry module showed signs of melting and the part was replaced. A review of (B)(6) instrument service history revealed no additional issues of sparks reported on (B)(6) or the iarm power entry module on or around the date of this complaint. The 2019 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The sparks were limited to the power entry module. The damage did not spread to other parts of the instrument. A review of tracking and trending found no trends of the architect (B)(6) with regards to the current issue. A review of tracking and trending for the power entry module did not identify any trends. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the available information, no systemic issue or deficiency of the architect i2000sr, serial number (B)(6) or the power entry module was identified.

Manufacturer narrative:
Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported observing a spark on the iarm of the architect i2000sr processing module. The power connection was found to be melted. No injury to user was reported.